Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on approximately (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy due to sui. It was reported that patient underwent colonoscopy with a biopsy on (B)(6) 2009 and a small bowel enteroscopy on (B)(6) 2009. It was reported that patient underwent central venous catheter placement, laparotomy with mobilization of the transverse colon and hepatic flexure, mobilization of the duodenum with take down of the ligament of treltz on (B)(6) 2009 and this was to check for a gastrointestinal stroma tumor. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.